Manufacturer narrative:
A sample has been received by the manufacturer.

Event description:
Additional information has been requested and provided. The exact number of patients is not known, at least 12 patients were involved. Inflammatory reaction was noted one day post-operatively. These symptoms and signs of infectious reaction were not noted: pain, hyperemia, purulent exudate, bad clinical evolution. The treatment was performed with oral corticoids and antibiotics. On the most severe cases, ocular topic therapy with corticoids, non steroid anti-inflammatories and antibiotics were administered. New handpieces were put into rotation and no new inflammatory responses have been noted. All patients recovered.

Manufacturer narrative:
The customer reported that there were several instances where non-infectious uveitis was noted post-operatively. There is not medical or ocular history information provided from the customer on this patient or any other patient involved in the reported event. Additional, related information was requested but was not obtained. No further information was able to be obtained from this customer. However, phaco handpieces were returned for evaluation. This handpiece was manufactured on october 3, 2011. Based on qa assessment, the product met specifications at the time of release. The phacoemulsification handpiece was received for evaluation. A visual assessment of the returned sample found a discolored connector, a broken connector cap cable, and a torn strain relief. These visual nonconformities are determined to be cosmetic in nature and it remains unlikely that they contributed to the reported event. How or when the nonconformities occurred, remains inconclusive. The returned handpiece was tested for metal particulates. The slide contained foreign materials and was sent to the testing lab for analysis. Metallic particles containing titanium, aluminum, and vanadium were identified and measured to be up to 130 microns. The largest metallic particle was measured to be out of specifications per alcon specifications; however, the exact origin of the metallic particles remains inconclusive. The phaco handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications. A review of the data indicates there were 776 procedures performed with this handpiece. The last recorded data displayed no recent tuning issues. The testing lab confirmed that the largest metallic particle seen on the slide was 60 microns. However, whether or not the handpiece meets specifications remains inconclusive, as the largest metallic particle is within the allowable limits but it remains unknown how many particles were measured of that size. The handpiece was not found to meet specifications. However, based on the information obtained, the root cause of the reported event cannot be determined conclusively. No further information was able to be obtained from this customer. However, the handpiece was returned for evaluation. The system was manufactured on september 29, 2015. Based on qa assessment, the product met specifications at the time of release. Handpiece #2 was manufactured on may 20, 2013. Based on qa assessment, the product met specifications at the time of release. Handpiece #3 was manufactured on april 16, 2013. Based on qa assessment, the product met specifications at the time of release. Handpiece # 5 was manufactured on december 11, 2012. Based on qa assessment, the product met specifications at the time of release. The handpiece #6 was manufactured on september 28, 2011. Based on qa assessment, the product met specifications at the time of release. The handpieces were received for evaluation. A visual assessment of the returned samples found a discolored connector cap. The returned handpiece was subjected to metal particulates testing on december 13, 2017. Particle samples were collected and sent for analysis. Per the particulates test results, ¿multiple metals up to 75 microns in length¿ were observed; however, it remains inconclusive how many particles this size were observed. Therefore, it remains unknown if the handpiece met specifications. It should be noted that none of the particles identified are consistent with the material of the handpiece. The handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications. Because no particles identified were derived from the handpiece, it is unlikely that the customer reported event was caused by a nonconforming handpiece. There is no information that indicates the reported event can be attributed a nonconforming handpiece. Therefore, the root cause of the reported event cannot be determined conclusively. No further information was able to be obtained from this customer. However, the handpiece was returned for evaluation. Handpiece # 4 was manufactured on october 3, 2011. Based on qa assessment, the product met specifications at the time of release. The handpiece #4 was received for evaluation. A visual assessment of the returned sample found a discolored connector cap and a broken connector cap cable. The returned handpiece was subjected to metal particulates testing on december 13, 2017. Particle samples were collected and sent for analysis. Per the particulates test results, ¿multiple metals up to 75 microns in length¿ were observed; however, it remains inconclusive how many particles this size were observed. Therefore, it remains unknown if the handpiece met specifications. It should be noted that none of the particles identified are consistent with the material of the handpiece. The handpiece was connected to a calibrated system. The handpiece tuned successfully and completed a five minute burn-in test with the system set at 100% ultrasonic and torsional power. The handpiece was connected to dynamic tuning fixture (dtf) for stroke length testing on the longitudinal and torsional movements which found the handpiece to meet specifications. There is no information that indicates the reported event can be attributed a nonconforming handpiece. Therefore, the root cause of the reported event cannot be determined conclusively. The manufacturer internal reference number is: (B)(6).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that a number of patients experienced non-infectious post-operative uveitis after cataract extraction with intraocular lens implant procedures. Additional information has been requested, but not received.